Manufacturer narrative:
The review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in the lot. During visual analysis, fluid was observed inside the telescope and distal tip assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. The guidewire exit port was lifted which is likely a result of the efforts to remove the catheter from the stent. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings: "never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment." The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the event description, the observed condition of the device, and the anatomical and procedural factors encountered during the procedure, the root cause of the stuck on stent has been determined to be due to operational context. The manufacturer will continue to monitor complaint trends for this product.

Event description:
A percutaneous coronary intervention was performed for a lesion in the left anterior descending (lad) artery. An intravascular ultrasound (ivus) catheter was used to image a previously implanted stent confirming the stent was fully opposed. Upon withdrawal of the ivus resistance was noted, the catheter had become "hung up" on the stent. The physician pulled on the catheter and was able to successfully remove the ivus from the patient; however it was noticed on fluoroscopy the stent was 6-7mm shorter, it had "accordioned up". Two additional stent were implanted completing the procedure. The patient was reported to be in "fine" condition.

Manufacturer narrative:
(B)(4) - new code requested for stuck in stent.

Event description:
A percutaneous coronary intervention was performed for a lesion in the left anterior descending (lad) artery. An intravascular ultrasound (ivus) catheter was used to image a previously implanted stent confirming the stent was fully opposed. Upon withdrawal of the ivus resistance was noted, the catheter had become "hung up" on the stent. The physician pulled on the catheter and was able to successfully remove the ivus from the patient; however it was noticed on fluoroscopy the stent was 6-7mm shorter, it had "accordioned up". Two additional stent were implanted completing the procedure. The patient was reported to be in "fine" condition.